Manufacturer narrative:
The pod was received not deployed. The data showed that the pod ran for 37 pulses and was deactivated after second prime. The data shows that during first prime, timeouts occurred in tandem with a failure of the rotational sensor to transition, indicating that a complete drive stall occurred. The high pulse width drive stall during priming resulted in the pod failing to deliver enough pulses to align the firing flat and release bar and allow the needle mechanism to deploy as intended during second prime. Inspection of the drive mechanism components found no damages or deficiencies that would result in a drive stall. Measurement of the shelf mode current (smc) of the pcb assembly found it to be out of specification. Inspection of the pcb assembly found no visual damages or defects that would contribute to high smc. It could not be conclusively determined if this high smc contributed to the drive stall. The exact cause of the drive stall and subsequent failure of the pod to deploy could not be determined.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn less than an hour. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.